Manufacturer narrative:
H6: investigation summary a complaint of a loose component was received from the customer. A device history record review was completed by our quality engineer team for provided lot number 9263270. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that a connecta plus3 blue experienced component separation during use. The following was reported by the initial reporter: "the patient found that the three-way connection fell off during the whole cerebral angiography connection. The doctor checked it and informed that it was a quality problem and could not be used, and immediately replaced with a new three-way connection to continue the operation."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a connecta plus3 blue experienced component separation during use. The following was reported by the initial reporter: "the patient found that the three-way connection fell off during the whole cerebral angiography connection. The doctor checked it and informed that it was a quality problem and could not be used, and immediately replaced with a new three-way connection to continue the operation."